Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-40157 for hospitalization.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus. Customer stated she had an MRI but did not have the insulin pump on. Customer does use the sensor feature but very rarely. She is able to complete the rewind sequence. Blood glucose value is 289 mg/dl. Customer also mentioned she was hospitalized with high blood glucose of 400 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.